Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for investigation, but a picture of the explant was provided, that confirmed that the plate is fractured into two parts. The fracture of the plate is located through a screw hole. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Radiographs were provided that shows an incomplete overview of the left hip. A hip implant is visible and the fracture of the plate can be confirmed. Of note, the fracture line is adjacent to one of the implanted cable. In conclusion, based on the investigation a fracture of the ncb plate can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2. Report source: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a hip replacement on unknown date with unknown products. After this, the patient suffered a periprosthetic fracture and an ncb plate was used to repair it. Subsequently, patient underwent a fracture of this plate and re-revision surgery was performed to remove broken component, reduce the fracture, replace ncb plate and add cables. Due diligence is in process and no further information on the reported vent has been provided.